Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 21-oct-2021. This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of back pain ('lower back pain') in an adult female patient who had essure (batch no. 927086) inserted for permanent contraceptive tubal implant. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criterion medically significant), vulvovaginal mycotic infection ("vulvar fungal infections"), disturbance in attention ("attention disorder"), memory impairment ("memory disorder"), sleep disorder ("sleep disorder"), sleep apnoea syndrome ("sleep apnoea"), fatigue ("unexplained fatigue"), arthralgia ("joint pain"), myalgia ("muscle pain"), enterocolitis infectious ("intestinal fungal infection"), dry mouth ("dry mouth"), mucosal dryness ("dry mucous membranes") and dry skin ("dry skin"). At the time of the report, the back pain, disturbance in attention, memory impairment, sleep disorder, sleep apnoea syndrome, fatigue, arthralgia, myalgia, enterocolitis infectious, dry mouth, mucosal dryness and dry skin outcome was unknown. The reporter provided no causality assessment for arthralgia, back pain, disturbance in attention, dry mouth, dry skin, enterocolitis infectious, fatigue, memory impairment, mucosal dryness, myalgia, sleep apnoea syndrome, sleep disorder and vulvovaginal mycotic infection with essure. The reporter commented: patient comments: I made an appointment with my doctor to have blood tests done to find out if the implant released substances that could be responsible for the deterioration of my state of health. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2021. The most recent information was received on 27-oct-2021. This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of back pain ('lower back pain') in an adult female patient who had essure (batch no. 927086) inserted for permanent contraceptive tubal implant. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criterion medically significant), vulvovaginal mycotic infection ("vulvar fungal infections"), disturbance in attention ("attention disorder"), memory impairment ("memory disorder"), sleep disorder ("sleep disorder"), sleep apnoea syndrome ("sleep apnoea"), fatigue ("unexplained fatigue"), arthralgia ("joint pain"), myalgia ("muscle pain"), enterocolitis fungal ("intestinal fungal infection"), dry mouth ("dry mouth"), mucosal dryness ("dry mucous membranes") and dry skin ("dry skin"). At the time of the report, the back pain, disturbance in attention, memory impairment, sleep disorder, sleep apnoea syndrome, fatigue, arthralgia, myalgia, enterocolitis fungal, dry mouth, mucosal dryness and dry skin outcome was unknown. The reporter provided no causality assessment for arthralgia, back pain, disturbance in attention, dry mouth, dry skin, enterocolitis fungal, fatigue, memory impairment, mucosal dryness, myalgia, sleep apnoea syndrome, sleep disorder and vulvovaginal mycotic infection with essure. The reporter commented: patient comments: I made an appointment with my doctor to have blood tests done to find out if the implant released substances that could be responsible for the deterioration of my state of health. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 60 kgs. Lot number:927086 manufacture date:2011-12 expiration date: 2014-12 quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.